Event description:
Meter serial number is included on the recall list. It does meet the definition of an MDR.

Manufacturer narrative:
(B)(4). This is a recall meter complaint and meter is being scrapped. Meter was in mmol, as per the complaint. The root cause is meter was configured with the wrong unit of measure.

Event description:
Meter serial number is included on the recall list. It does meet the definition of an MDR.

Manufacturer narrative:
(B)(4). Product not yet returned.